Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent was being partially released when the deployment system broke and that the delivery system with the partially released stent could be successfully removed from the patient. A force transmitting component was found to be broken making a successful stent deployment impossible. The grip was found to be free of damages. The presence of increased friction in the catheter section during the attempt to deploy the stent may have led to increased release force and subsequent deployment failure. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. The reported event also may be use-related as rough handling of the device can lead to friction increase. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Event description:
It was reported that during the stent placement procedure in the sfa, the handle of the delivery system broke and the stent could not be deployed any further. The stent could be pulled back into the delivery system catheter and the device was removed from the patient without issue. Another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient or procedural details.

Event description:
It was reported that during the stent placement procedure in the sfa, a breakage of the delivery system sheath at the handle was noticed and the stent could not be deployed any further. The stent was pulled back into the delivery system catheter and the device was removed from the patient without issue. Another stent was used to complete the procedure successfully. There was no reported patient injury.